Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The customer's blood glucose reading was 437 to 525 mg/dl at the time of incident and treated with a syringe. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and insulin exited the tubing. Troubleshooting advised that the pump was operating as designed and the pump passed the displacement test. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. Customer declined high blood glucose troubleshooting as they knew the reason why it was high.